Event description:
It was reported that the bd syringe 10ml ll s/c 200 stopper was defective / damaged. The following information was provided by the initial reporter: material#: 302995 batch#: 5197633. One xx sterile 10 ml luer lok syringe (ref 302995) found with defective gasket. No harm to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. A report was received regarding a syringe exhibiting a defective gasket. To support the investigation, one sample of a 10 ml luer-lok syringe was submitted for evaluation by the quality team. The sample arrived loose and was observed to have the stopper lodged between the barrel and the plunger rod. This condition is non-conforming to product specifications and is attributed to the assembly process. A review of the device history record was conducted for material number 302995, lot 5197633. The review confirmed that all visual inspections were performed in accordance with established requirements, and no quality notifications were identified related to the reported issue. The lot was inspected and accepted per the inspection control plan, approved for shipment, and deemed compliant with product specification requirements. To date, no additional similar events have been reported for this lot.